Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-4020c-07, fastthread¿ biocomposite¿ interference screw 7 x 20 mm, serial/batch number (B)(6) was received for investigation. Visual inspection noted significant damage to the distal and proximal end of the screw. The distal end was broken, and no fragments were returned for evaluation. Additionally, the threads were damaged, resulting in a distortion of its original form. Functional testing was not performed due to the damage of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.

Event description:
It was reported that during a knee surgery the screw broke when implanted. The intact part remained as fixation inside the patients knee. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.